Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6 (device codes): imdrf device code a1409 captures the reportable event of peg tube obstructed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2024. During the procedure, the guidewire could not pass through the transition zone between the connector, between the hard and soft plastic. The customer reported that they tried the wire multiple times. The procedure was completed with a second endovive safety peg kit push method of a different lot number. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6 (device codes): imdrf device code a1409 captures the reportable event of peg tube obstructed. Block h10: the returned endovive safety peg kit push method was analyzed. Visual inspection noted that there were no problems or physical damage to the device exterior. The barb connector exterior was visually inspected, and no issues or physical damage was noted. A functional test was performed using a 0.035 guidewire that was inserted through the entrance of the feeding tube. However, difficulty advancing the guidewire was noted and the guidewire could not pass through the transition joint/barb connector. The barb connector was isolated by cutting the tubing on both sides. Visual inspection inside the barb connector noted an obstruction on the side connected to the thermoformed tube in the form of adhesive/glue. No additional problems with the device were noted. With all available information, boston scientific concludes the reported event of peg tube obstruction was confirmed during the product investigation. Based on the condition of the returned device, it is likely that the obstruction is a result of incorrect placement or excessive use of adhesive during the manufacturing process, resulting in obstruction of the hypotube. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this problem is in progress.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2024. During the procedure, the guidewire could not pass through the transition zone between the connector, between the hard and soft plastic. The customer reported that they tried the wire multiple times. The procedure was completed with a second endovive safety peg kit push method of a different lot number. There were no patient complications reported as a result of this event.